Event description:
(B)(4) received a call on 05/19/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 2:00pm. Patient's rehab specialist called in stating that patient's blood glucose was low. Paramedics were called 1 hour after testing with the prodigy meter. The reading on the prodigy meter at the time of the event was unknown. Paramedics were called 1 hour after testing with the prodigy meter. Paramedics arrived approximately 7 minutes after being called. Patient's normal blood glucose reading around the time of the event is 175mg/dl. Rehab specialist stated that paramedics tested patient's glucose with the paramedic's meter and it was 20mg/dl lower than the prodigy meter. Paramedics transported patient to ER. Upon arrival rehab specialist stated that patient's glucose level was 20mg/dl lower than the prodigy meter. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.